Manufacturer narrative:
The advia centaur xp tsh3-ultra result was undetectable when the patient was described as clinically euthyroid. An important product safety information bulletin (10814911) was sent to customers in the united states and an urgent field safety notice (10814910) was sent to customers outside of the united states in (B)(6) 2013 that explains a rare variant of tsh identified in a small cluster of patients is not detected by siemens advia centaur systems tsh3-ultra assay. The customer communications also include a reminder that, for diagnostic purposes, the results obtained from these assays should always be used in combination with the clinical examination, patient medical history, and other findings. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Customer observed an undetectable advia centaur xp tsh3- ultra result that did not match the clinical picture or other thyroid marker results. There are no reports that treatment was altered or prescribed or adverse health consequences due to the undetectable advia centaur xp tsh3-ultra result.